Event description:
It was reported the patient presented to the emergency room. Upon examination, it was observed the implantable cardiac monitor had eroded out of the device pocket. No infection was noted. The device was explanted and replaced. The patient was stable.